Event description:
The manufacturer received information alleging a ventilator service required condition had occurred on a trilogy ev300 device. The device was not in patient use. There was no harm or injury reported. The customer placed a service call to the local philips helpdesk for this issue. A philips remote service engineer assisted the customer on this issue. The customer informed the philips rse that during setup, the ventilator service required alarm had occurred on the device. The customer informed the philips rse that there was no patient impact when this issue occurred on the device. The ventilator was returned to the manufacturer for evaluation. The manufacturer¿s service technician observed error code battery not charging fault in the device¿s event log. The manufacturer¿s service technician recommended replacing the detachable battery to address this issue. Additional findings not related to the malfunction/issue was the active exhalation verification test step had failed on the device. The manufacturer¿s service technician recommended replacing the device's three-way solenoid valve to address this issue. The manufacturer¿s service technician found contamination (or debris) on the blue in-line filter for this device. The manufacturer¿s service technician recommended replacing the in-line filter to address this issue.